Event description:
Procedure: lobectomy. According to the reporter: after reloading following a first successful firing, the reload did not appear to open completely. The surgeon forcibly removed the device from tissue which caused bleeding. Vision was impaired due to bleeding but the vessel controlled laparoscopically and the procedure was completed. Extra time was taken to reestablish control, and some significant blood loss (quantity unk) was reported.

Manufacturer narrative:
Initial report sent to FDA on 09/22/2009.